Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. No further information is available. Date and name of initial surgical procedure. Date is unknown. Procedure name is colostomy closure. What was the diagnosis and indication for the initial surgical procedure? Colostomy closure. What were current symptoms following the index surgical procedure? Onset date? No further information is available. What are the patient comorbidities/concomitant medications? No further information is available. Was medical intervention given for the fever? Results? The patient developed a fever after the operation, resulting in a condition like fluid retention. So, it was perforated, and the fluid was drained. Product lot #: no further information is available. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented as follows. It is unknown whether the interceed was the cause or not, but I suspect that the interceed may have something to do with it because the part that changed from the usual operation was the use of the interceed. What is the patient's current status? No further information is available. No further information will be provided. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a colostomy closure on an unknown date and the adhesion barrier was used. It was reported that the patient developed fever and fluid retention postoperatively. The device was used on the site where the intestine was placed, and the patient developed a fever after the operation, resulting in a condition like fluid retention so it was perforated, and the fluid was drained. The doctor suspected the device may have caused the event because the use of it was the part that changed from usual operation. Additional information was requested.